Event description:
During baxter's functionality testing of a spectrum pump, the device alarmed system error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the system error 322 caused by a torn lower auxiliary flex. The lower auxiliary assembly, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.